Event description:
In 04 pt underwent insertion of how/ost#500-01-58f trident right hemispherical acetabular shell; during physicial therapy in 8 days later the osteonics alumina c- taper head shattered readmission and return to or for removal and replacement. The head shattered into 3 main pieces and one piece the size of a fingernail.